Event description:
It was reported that the patient's l5 lead had migrated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2023-05028. Additional information received reports that the patient underwent surgical intervention in which their l5 and l4 leads were explanted and replaced. The l4 lead was explanted and replaced because it was pulled in error.